Event description:
It was reported that during a pulmonary stenting treatment procedure, partial stent deployment occurred. The target stricture was in the left bronchus. An upc 1.5cm cover stent had been selected to treat the target stricture. While attempting to cross the stricture, it was noticed that the stent suture had unraveled, which resulted in partial deployment of the stent and difficulty crossing the stricture. The device was removed and the procedure was completed with a different device. There were no patient complications reported with the patient's current condition listed as "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.